Manufacturer narrative:
The technician found the right siderail end tube was broken. The technician replaced the right siderail end tube and rivets to resolve the issue.

Event description:
Technician alleged that the right siderail was not staying in the up position. No patient impact.